Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and full calibration without duplicating the customer's report. The over pressure o2 supply alarm can only be silenced and mechanical ventilation resumed by turning off the ventilator and resolving the cause of the alarm. The customer was contacted and the o2 supply regulator will be replaced by the customer as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.